Manufacturer narrative:
Device analysis found that a break had occurred in the hypotube. The break was located approx 79 cm distal to the strain relief. An examination of the distal section of the break found that the hypotube was kinked at various locations along its length. There were traces of solidified blood in the balloon and inflation lumen. A detailed microscopic examination of the break site found that the break appeared to have occurred as a result of a severe kink that developed in the hypotube. No issues were noted with the actual device that could cause the break to occur. A review of the MFR record for batch 9022402 shows that the device met its material, assembly, and prod specs at the time of its release to distribution. The root cause of the break is unk.

Event description:
Reportability decision changed based on analysis completed 12apr2007. It was initially reported that there was a prod complaint. No further info was available. Analysis found a break in the hypotube.